Manufacturer narrative:
The device remains implanted, and has not been returned for analysis. As such, physical analysis has not been conducted in our laboratory. As no further objective evidence is available, the reported observation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that this pacemaker device exhibited high, out of range pacing impedance, failure to capture, oversening , and noise. During a routine office visit the physician was unable to interrogate the device. The physician reported trying two different programmers and still was not available to interrogate the device. A technical service consultant reviewed all the previous data available and recommended a system revision. The device remains implanted. No adverse patient effects were reported.